Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be dislodged. The physician planned to have a lead revision, however, the patient had a funky anatomy and opted to replace the lead instead. Moreover, the dislodgement was confirmed by a fluoroscopy during the case. The lead was explanted. No additional adverse patient effects were reported.